Manufacturer narrative:
Unable to prime during prime test due to loose/protruded drive support disk. No alarms were noted. The insulin received with cracked case at lcd window corners and battery tube threads. The insulin pump was received with scratched lcd window. The insulin pump received with broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed during the prime process. Nothing further reported.